Event description:
Customer reported that the insulin pump began returning button error alarms about one week prior to the call. Customer did not list any specific events leading up to the error alarm. Blood glucose level was 217 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded escape, act, up and down button keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.